Event description:
The clinician reports the implant was inserted 2019-03-07 in ada 13 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On 2019-07-18, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.